Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance and noise were observed on the right atrial (ra) lead. No intervention was performed but the ra lead was scheduled for revision surgery. The patient's condition was stable with no adverse consequences.

Manufacturer narrative:
The reported events of high lead impedance and noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicular crush damaging the outer insulation and fracturing all five filars of the outer coil distal to the suture sleeve tie impression. The cause of the outer insulation damage and fracture of the outer coil is consistent with clavicular crush and the reported events of high lead impedance and noise.

Event description:
It was reported that the lead was explanted and replaced. The patient was stable following the procedure.